Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: yes, the needle broke into two pieces during actual suturing. Investigation summary ==> five retained samples of the incident code and lot number were retrieved for analysis. These packs of retain samples were visually inspected for attribute defects. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects but no such defects were observed. The needles were inspected for any attribute defects but no such defects were observed. Needle pull-off value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual needle pull off values for retain sample were found above usp average specification requirement. Needles quality requirements were found meeting respective needle specification. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off? When did the needle pull off- in the package/during dispensing before use on patient/during actual suturing/other? Did the needle break into two pieces? When did the needle break-in the package/during dispensing before use on patient/during actual suturing/other? Was the needle retrieved? Did the same needle break and detach? Explain when did the issues occur?

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. The needle broke down & the thread was separated. Additional information was requested. No adverse patient consequences were reported.